Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0527223v, implanted: (B)(6) 2005, product type: lead; product ID: 3487a-33, lot# j0527464v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: j0527223v, ubd: 05-may-2009, (B)(4); product ID: 3487a-33, serial/lot #: j0527464v, ubd: 24-may-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had his lead wire adjusted surgically 4-5 years ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead was surgically adjusted to obtain better coverage than trying to put the leads in anyway. No further complications were reported.